Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty coupling over the ipg to charge. It was also noted that the patient was unable to charge the battery because she gained weight since being implanted and the location of the ipg was near the surface of the skin. The patient underwent an ipg replacement procedure.